Event description:
As reported: "extraction of an asnis 4mm screw was difficult because the screw was bent in the bone. The extractor was used to remove the screw, but the tip of the extractor broke off. All fragments were removed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "extraction of an asnis 4mm screw was difficult because the screw was bent in the bone. The extractor was used to remove the screw, but the tip of the extractor broke off. All fragments were removed."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.